Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument, reagent preparation, or run kinetics issues. This wl had a slightly higher positivity rate than the wls before and after it, but there appeared to be no patterns regarding the positive samples. Pas concluded the samples were true positives and advised customer to monitor. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sar-cov-2 tma run, wl (B)(6), using assay lot 274806 on panther instrument sn (B)(4) which had an increase in positive samples. The rate of positive samples for the wl was 28%.